Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini drawer issue.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had an issue with the mini drawer. The field service engineer cancelled the work order as, only opened ticket to generate service quote. The only way we could get an estimate was to open a wo to do so and the customer opened the ticket to request a service quote and obtain an estimate for the liquid spill. There was no evidence for liquid spill as the work order generated only for the service quote. No findings available.